Event description:
An infusion pump in with a failure code 812:02. The biomedical engineer stated that no pt injury or medical intervention was involved with the pump. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.